Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient felt burning in the thoracic area where the lead was placed and in the pocket where the ins was. The patient stated this happened when the voltage was increased, but the patient did not recall the voltage level that caused the burning sensation. The burning sensation was not constant. An impedance check showed normal impedances. At the patient meeting, the voltage was increased, but the patient said they no longer felt the burning sensation and stimulation was covering all areas of pain. The patient did not like the cycling feature, so it was turned off. The rep reminded the patient to turn off the stimulator while operating a motor vehicle. The patient was satisfied with the results of the visit, and the burning was no longer an issue. The issue was said to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2018 indicating that the previous information reported was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that a diagnostic x-ray revealed the lead had migrated. A revision surgery was being scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was scheduled for a lead revision on (B)(6)2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that an impedance check was normal. The rep reviewed how to use the programmer and charger- the signal strength was ¿good¿ or ¿excellent¿. The patient stated that on (B)(6) 2018 they started having tingling in their upper back and neck, which persists after stimulator is turned off. The patient did not mention this symptom to their healthcare professional (hcp) but they would contact the hcp if they have a concern. The patient is on a hd program and reports that the stimulator is helping them be more active and is reducing their normal nerve pain. The patient is satisfied with results as of the visit on (B)(6) 2018. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a revision was scheduled and then cancelled; no date has been established to reschedule the procedure. There were no further complications reported or anticipated.